Manufacturer narrative:
Additional information: d9, h3, h6 and h10. H10: the device was received for evaluation. A visual inspection with the naked eye identified tubing separated at the occluder feet. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a luer transfer set broke while performing a continuous ambulatory peritoneal dialysis (capd) exchange. The issue occurred within 45 days of a transfer set change. There was no report of patient injury or medical intervention associated with this event. No additional information is available.